Event description:
It was reported that the patient presented for follow-up. Low hv lead impedance was found. At revision, an externalized conductor was noted between the can and svc coil via x-ray. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.